Manufacturer narrative:
Literature citation: sedat dalbayrak, mehmet reid onen, mesut y1lmaz a, sait naderi ": clinical and radiographic results of balloon kyphoplasty for treatment of vertebral body metastases and multiple myelomas" neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature that (B)(6) patients had 41 vertebral body fractures, secondary to spinal metastasis or multiple myeloma. Kyphoplasty procedure was performed on 39 levels. The major pre-operative symptoms that patients presented with included pain in (B)(6) patients and neurological deficit in (B)(6) patients. Asymptomatic polymethylmethacrylate (pmma) leakage was observed. There was leakage into the para-vertebral muscles at three levels.